Event description:
Event description cpi received information that this transvenous defibrillation lead had been fractured by an induced incident. Following the event, impedence was low and pacing was too high. New ICD and lead system were successfully implanted.device and lead will not be returned for analysis.